Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd micro-fine¿+ pro pen needle had broken off. The following information was provided via the bdj investigation: "1 defect sample was returned. Bdj confirmed that the np needle was broken."

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 1118193, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No issues were observed with the patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the non-patient end of the bd micro-fine¿+ pro pen needle had broken off. The following information was provided via the bdj investigation: "1 defect sample was returned. Bdj confirmed that the np needle was broken."